Event description:
While preparing a collamar plate lens for surgery, the surgeon noted a foreign body on the lens. There was no pt contact or injury. The facility was unable to provide the model and lot numbers of the injector and cartridge used.